Event description:
Previously reported segment of the j wire has migrated in the area of left pulmonary artery. On 3/9/95, the migrating segment of j wire was removed. The lead body and a portion of the j retention wire remain in situ. Explant method: thoracotomy no complications.